Manufacturer narrative:
The involved esu was not provided to erbe for inspection/testing (note: also, the neutral electrode was not made available to erbe for an examination.). No anomalies were found in the device history record (DHR) of the device. Based upon the limited information provided and the circumstances of the reported event, no conclusive determination could be made as to the exact cause(s) of the incident.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a da vinci-assisted hysterectomy. According to the account there were problems with the monopolar curved scissors and the neutral electrode (ne). The ne was attached to the patient's right thigh (note: information regarding the type of ne and the manufacturer of electrode was not provided.). Due to the problems, the neutral electrode was replaced after the original ne was "pressed" against the skin several times. After replacing the ne, activation with the monopolar scissors worked. After the procedure was completed, a small skin lesion (approximately the size of a dime which looked a little like a tear) was found near the ne on the patient's right thigh. In the recovery room, the patient complained of pain due to the skin lesion and the wound was treated.